Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a customer had an issue with a catheter, continous flow. The customer reports that a pt was suffering from dvt and they used the trellis 8 catheter to de-clot the pt. The hospital staff states that after a successful lysis of the clot, they flipped the pt over to leave the room and the pt's blood pressure dropped rapidly. Hospital staff states that they were able to get the blood pressure back up and took the pt to CT to see if there was a pe. Staff states that the pt coded as they got to CT, where the pt perished. The hospital staff stated that after all efforts were made, the pt did not make it and passed away. The doctor currently unsure of the cause of death.